Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed scope communication error (e226) when camera was connected. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over one (1) year, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "error e226 (endoscope communication error)" malfunction would likely be related to communication with the scope failed, due to faulty video connector socket (bent pins). Olympus will continue to monitor field performance for this device.